Event description:
It was reported that a patient presented in-clinic for a device revision procedure. Upon examination, the patient's implantable cardioverter defibrillator was found to have eroded. No infection was reported and device function was reported to be normal. The device was revised and repositioned. Cultures were taken of the device pocket. The patient was stable throughout.